Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "ec345" was not reproduced. A review of the event history log revealed multiple events of "system error 345" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a failed downstream thermistor. The downstream sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had ec345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.